Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 402 analytical unit. Patient 1 initial result was 15.4 pg/ml. Patient 2 initial result was 13.7 pg/ml. On (B)(6)2025, a therapist received the results, he sent the patients to another hospital where their results were found to be normal and the therapist complained to the lab director who repeated the initial sample tubes, and also new tubes were collected on(B)(6)2025 that gave normal results. It was reported that both of the patient's normal range is <14 pg/ml. On (B)(6)2025, the samples were repeated on the original analyzer and the result for patient 1 was 3.0 pg/ml accompanied by a data flag. The result for patient 2 was 4.55 pg/ml. Patient 1 was rerun multiple times on (B)(6)2025 with 8 results of 3.0 pg/ml all accompanied by a data flag, as well as a result of 3.19 pg/ml. Patient 2 was rerun multiple times on (B)(6)2025 with the following results: 4.50 pg/ml, 4.44 pg/ml, 4.53 pg/ml, 4.76 pg/ml, 4.37 pg/ml, 4.67 pg/ml, 4,95 pg/ml, 4.53 pg/ml, and 4.66 pg/ml. Patient 3, reported on (B)(6)2025 had the following results reported, 18.6 pg/ml, 19.9 pg/ml, 20.1 pg/ml, and 3.01 pg/ml with a data alarm, 3.00 pg/ml with a data alarm, and 3.19 pg/ml with a data alarm.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). A field service engineer (fse) checked the adjustments for the sipper, prewash nozzle, and the sample probe and everything was in good condition. The fse found some salt in the end of the reagent probe and cleaned it. The gear pump was operating in the normal range. The alarm trace shows an "abnormal aspiration alarm" on the day of the event, indicating a sample quality issue. Correct pre-analytic sample handling is within the customer's responsibility. The salt accumulation in the reagent probe could not be ruled out as a possible cause. The serum coagulation, centrifugation time, and force were not followed per the tube manufacturer's instructions. There was no clear root cause identified.